Event description:
This x-ray system hung-up and became inoperable while the patient is lying on table.

Manufacturer narrative:
Evaluation method, results, conclusion codes: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.